Manufacturer narrative:
Investigation summary: the event hand piece was returned for evaluation. Engineering performed visual and functional testing on the device. Upon visual inspection, engineering observed minor eschar buildup and confirmed that the jaw assembly was damaged. The nature of this damage can contribute to increased tissue adherence. Clinical factors, such as procedure or tissue type, can also cause tissue adherence with electrosurgical devices. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has implemented a device enhancement intended to prevent this damage from occurring during use of the device. This lot was built prior to the implementation of this enhancement. Applied medical is also researching additional device enhancements intended to further minimize the potential for tissue adherence to occur. Additional information was requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyroidectomy - "after using the device approximately 30 minutes, during the sealing, the jaws would get attached to the tissue so when she cut and opened the jaws, tissue /vessel would start a minor bleeding. Around the middle of the procedure, two small bleedings occurred and the surgeon gave up, moving to ligasure small jaw. " patient status: good. "